Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would repeatedly give them a replace battery now alarm. The customer's blood glucose level was unknown. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. It was the second occurrence of a replace battery now alarm without a low battery warning. The insulin pump had not been dropped. There were no unattended alarms. The battery cap was not damaged. The device will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. No replace battery now alarms or unexpected low battery alarms noted during testing or found at the downloaded pump history. However, the power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, faded serial number label and minor scratches on lcd window.